Event description:
The customer reported that the system was intermittently unable to perform fluoroscopic x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane was replaced during the service call. The system was tested and found to be working as intended and put back into service.